Event description:
The customer reported the device shut down during transport. No patient harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete. Pending patient information.